Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a fracture near the pocket that was confirmed on x-ray. There were previous observations high out of range impedances and short v-v intervals that caused two inappropriate shocks. No adverse patient effects were reported.